Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Manufacturer narrative:
Follow-up #1; date of submission: 12/02/2014 ¿ additional information: the reporter contacted animas on 11/26/2014 with the following additional information:incident description (b5): it was reported that the keypad cover was thinning. In addition, the reporter stated that they were not having any problems with tactile changes or responsiveness of the keypad buttons.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed 08-jan-2019. All the keypad buttons demonstrated intermittent response issues with contamination found under the button contacts. Unrelated to the original complaint, the audio bolus button was noted to be damaged and inoperable and the pump had no audible sound due to contact misalignment on the audio tone module inside the pump.